Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. Investigation revealed that there was no system malfunction. For the merge difficulties, engineering evaluations revealed that there was no system malfunction. Investigation of the case logs revealed that the root cause is traced to a non-device related factor. It is difficult to identify the patient's anatomy in the fluoroscopic images. The merge can be more difficult depending on the quality of the preoperative CT, the quality of the fluoroscopic images and the patient's anatomy. The user was able to obtain a successful merge and proceed with navigation. For the movement meter becoming stuck, engineering evaluations revealed that there was a system malfunction. Investigation of the case logs was unable to determine a root cause. The user was able to switch from the spine application to the cranial application and back again. This resolved the issue and the user was able to proceed with navigation. The cause of the reported issue was traced to user technique.

Event description:
This case was l3-s2 placing screws at every consecutive level beside l5. We planned l5 and included it in the merge due to it being a help of labeling and the merge itself. The l5 vertebral body had very poor quality of bone which resulted in it being hard to identify or make out any bony landmarks. We placed centroids at l3-s2 and merged. After the merge, the shots were very rotated and I went back to make sure everything was labeled correctly and placed correctly assigned to correct levels ect, after that was confirmed we then tried different registration types, the registration type that was showing accurate overlays of our images was the s1 seed. L3, l4, s1 were all good and we agreed they matched up and verified those levels, but s2 was not. We then went back got a new ap for s1-s2 and this did not help, s2 still inaccurate. I then thought to erase l5 level since we weren't placing screws there, since the l5 body was hard to identify I thought it could have been having a tough time identifying that level which may have caused issues with s1-s2. After removing this level that did not change anything so we added it back again. I then went and moved centroids for s1-s2 around a little and then we remerged, at this point not only was s2 not acceptable, s1 was now not acceptable for merge. I then realized that moving centroids slightly was affecting our merge so I went back and moved them in the opposite direction (more posterior) than I did the first time I moved them and remerged and this gave us an acceptable merge that matched up both images to each other accurately. We then verified s1-s2 and proceeded with case. While taking shots, the movement meter got stuck on red. For troubleshooting we had scrub tech twist the spheres, and then moved camera as well. This did not fix it so we switched to cranial and then switched back to spine and camera reset and movement meter was not stuck on red.